Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4 batch #: a9ce0w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional and an alert screen was displayed. The device was disassembled to verify the condition of the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch a9ce0w and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, ¿reactivate¿ was displayed after the device was used 5 times. The device was reactivated, but the error was not improved. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.